Manufacturer narrative:
(B)(4). The reported problem is confirmed because the nurse reported the patient made mistake/touch contamination. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of patient made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake and a touch contamination occurred which caused peritonitis on an unreported date in (B)(6) 2012. The patient was not hospitalized for the events. Per the nurse, the patient was seen in the emergency room and was treated. The specific treatment was not reported. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.